Event description:
It was reported that the insulin pump alarmed no delivery after the bolus procedure. Customer's blood glucose reading was 493 mg/dl. Symptoms of high blood glucose was nausea , vomiting, thirst, keaton and a blood glucose level of 474 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratches on the display window and missing end cap sticker noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).